Manufacturer narrative:
Cylinder analysis: product analysis did not confirm a device malfunction nor the allegation related to infection. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of infection is included in the product labeling. Based on the results of this investigation, no escalation is required. Reservoir analysis: the reservoir performed within specification. One wqc returned on the krt of the reservoir with part of the collet not seated in the window. Device analysis is unable to confirm any relation to the reported events nor the reported allegation of infection. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of infection is included in the product labeling. Based on the results of this investigation, no escalation is required. Pump analysis: product analysis confirmed pump functional test failures; however, analysis is unable to conclude a relation to the reported events nor the allegation related to infection. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of infection is included in the product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the infection was located in the corpus spongiosum and was presented to the physician three weeks prior to explant and the physician prescribed antibiotics for the infection.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404310 and 72404161, serial number: null and null, batch/lot number: 1000178362 and 1000188496, model/catalog description: pump ms and reservoir 65ml pc.

Event description:
It was reported that the patient underwent a revision procedure due to an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the infection was located in the corpus spongiosum and was presented to the physician three weeks prior to explant and the physician prescribed antibiotics for the infection.